Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept alarming battery out limit. The battery out limit alarm came back intermittently. The insulin pump had a blank display. The display did return after troubleshooting. The insulin pump had scratches. From time to time the buttons on the insulin pump stopped responding. The threshold suspend feature was not activating properly. Customer's blood glucose level was 114 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no low suspend alarm anomaly. The insulin communicated properly with the test minilink transmitter and tested with glucose sensor simulator. The insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm and no blank display. All of the buttons functioned properly. No damage on the keypad assembly. Inspected the connector on lcd and no unlock keypad connector. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.